Manufacturer narrative:
Additional information received: the reporter provided the item number of the device as well as the serial number.

Manufacturer narrative:
One level 1® equator® convective warming device was returned for analysis in used conditions. Upon visual inspection scratches were noted and paint was wearing off the enclosure. Functional testing performed; no discrepancies found. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical convective warmer had been set to 40 degrees. However patient was very warm and blisters were present on patient's skin. Medical intervention in the form of cold compress was administered.